Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving clonidine 120 or 150mcg/ml at 27mcg/day and morphine 30mg/ml at 5.3mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that a suspected pocket fill occurred. Per the company representative they first aspirated fluid back, 2.6mls erv (expected reservoir volume) and arv (actual reservoir volume) 2.5-3mls (wnl). The reporter was not sure if the healthcare provider waited for air bubbles, but they kept pulling back on the plunger. The fluid aspirated was mainly clear with a little yellowy pink color. When drug was being filled in to the reservoir there was no barbotage performed but the reporter reviewed with the healthcare provider that is what should be done. The company representative thought the needle was in the reservoir to begin with but when the healthcare provider took their hand away and with the pump at an "odd angle/tilted some"(over time pump got angled a little bit with a little more skin in patient's abdomen region) the healthcare provider had trouble accessing the reservoir fill port today. Per the reporter the healthcare provider did not access the fill port with the first poke of the needle and maybe the needle came out of the reservoir. When the healthcare provider was injecting fluid, they got down to 12 cc left to fill and did not do barbotage stating he utilizes ultrasound to confirm. The patient's skin it was puffier then usual and it looked like it was a pocket fill at that point. It was then determined it was a pocket fill. The patient got tired, sleepy and they could tell there was more medication in his system. Narcan was administered and the patient responded to it. 911 was called and the patient was transported to the hospital. No further complications were reported regarding the event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-apr-15, additional information was received from the patient. The patient called to confirm the size of the pump. The patient then reported that "about a year and half ago", their healthcare professional (hcp) "filled the pump, but instead he missed it and put a full dose of morphine in my abdomen". The patient then stated that the hcp said they only put 150 ccs of morphine and "that didn't sound right to me so I just wanted to confirm I had a 20 ml pump". The patient stated they were "deathly ill and when they tried to get some medication out with a syringe, but it looked more like blood than morphine, and they said they withdrew 15 ccs of morphine out of my abdomen out of the 150 ccs and I saw that they had filled the pump with a total of 6 ml container into the syringe and missed the pump". The patient stated they "came close to dying on the way to the ER". The patient stated they had the pump removed on (B)(6) 2019. The patient then stated they "still has after effects from this experience, even now" and stated that they were "very shaky".